Manufacturer narrative:
(B)(4). Concomitant medical devices: guiding catheter: finecross 130 support micro-catheter; stents: onyx 3.0 x 28mm; xience 3,5 x 33mm ; intravascular ultrasound (ivus). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a thrombectomy procedure of the non-tortuous, non-calcified, proximal right coronary artery (rca), after aspiration and direct stenting implantation of 2 stents, the versaturn guide wire met resistance during removal and was caught under the stent strut. An attempt to remove the guide wire using a non-abbott micro-catheter was unsuccessful. The guide wire became stretched and separated into 2 pieces. The proximal portion of the guide wire was removed from the anatomy, but the distal end fragment remained in the vessel with the radiopaque portion within the stent implant. Intravascular ultrasound (ivus) confirmed the position of the guide wire fragment from the stent implant to the aorta. The procedure was completed. The patient was reported in stable condition and will be kept on dual antiplatelet therapy for at least one year. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched coils and detachment were confirmed. The reported entrapment could not be replicated in a testing environment, as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after implanting two stents, the guide wire was caught under a stent strut resulting in the reported entrapment. Manipulation to remove the guide wire resulted in the reported stretched coils and ultimately resulted in the reported/noted detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient presented with an st segment elevation myocardial infarction (stemi) and a thrombectomy procedure was performed. No additional information was provided.